Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during use, during fill 1 of 4. The fill volume (fv) equaled 0ml. The baxter technical service representative (tsr) checked the setup and no kinks or blockages were found. The tsr helped the home patient (hp) to end therapy early. There were air pockets inside the cassette inside the door. The hp would replace the setup and continue therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.